Event description:
One test sample with discrepant sodium results. Initial result 138 mmol/l, repeat 125 mmol/l. The erroneous result was not reported. If additional info is received, appropriate notification will be provided.